Event description:
Received info of a leaking cartridge. Reportedly, the customer noticed the insulin on the pump when the cartridge was removed. Additionally, the cartridge was filled with the insulin "as much as the cartridge could handle". Customer's blood glucose level was not impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A f/u supplemental report will be submitted if the device has been received.